Event description:
There appears to be an abrasion with externalization of the conductor wires at the elbow proximal to the right ventricular coil of the st jude medical 7000 riata st found on fluoroscopy (B)(6) 2012. On (B)(6) 2012, underwent lead extraction with the following complication: there was an svc tear and the chest had to be opened urgently. She went on pump and a pericardial patch placed. The tip could not be extracted. Along with the significant breach in the elbow, there was an inside out abrasion below the yoke.